Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 10pm. The patient manages his diabetes with humalog insulin (sliding scale), lantus insulin (70 units) and metformin pills. It is not known if the patient made changes to his usual diabetes management routine. Several hours after the start of the alleged issue, the patient claims he felt symptoms of light headed, shaky, sweaty and felt a little pain throughout his body. The patient took glucose tablets/ glucose gel as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The patient confirmed he recently replaced the batteries in the subject meter. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The test strip was evaluated and the primary complaint was not confirmed; however, additional issues were noted by pa where and an unknown contaminate was observed to be applied on to the returned test strips and the control solution range on the test strips vial's label was hard to read.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.